Event description:
A peritoneal dialysis patient reported that the screen on the cycler had gone dim. The patient was able to complete treatment. The cycler was powered off and on again, however, the screen remained dim. The cycler is being replaced.

Manufacturer narrative:
The actual device was returned to the manufacturing plant for investigation. A performance check was performed on the lcd assembly screen and a faulty, burnt out inverter board was detected. The faulty inverter board will be replaced in production.

Event description:
A peritoneal dialysis patient reported that the screen on the cycler had gone dim. The patient was able to complete treatment. The cycler was powered off and on again, however, the screen remained dim. The cycler is being replaced.